Event description:
The monitor caught fire. There was no patient in the room at the time of the event. Unit was opened and determined that the source was the battery. The battery had just been changed/replaced on 7/12/2010 and had a date code of 6/29/2010.manufacturer response for battery, physiological monitor, (B) (6) and monitor, physiological, propaq cs: I have been in communication with a r & d batteries representative. Here is their response "in our evaluation we found the power supply to the unit failed and one of our batteries in the pack was overcharged by this failure. It is our determination that there was a failure in the charging circuit of the instrument. One of the batteries in the unit is still functional, since this is attached to the other battery through the circuit board, and the damaged battery is only connected through the connector that is interfaced with the device, it is our conclusion that an outside influence (over charge) from the device caused this failure."the battery has a fuse (part of the battery pack) on an interface board and it is hard to believe that this device did not fail.